Event description:
The report received indicated that when the 2.75 x 18 cypher stent was being removed from the package. It was noted that the ends of the stent were flared; it seemed as if the balloon was partially deployed. Further info indicated that the package was properly sealed, and there were no difficulties while opening the package.

Manufacturer narrative:
The product is not available for eval. Additional info will be submitted within 30 days upon receipt.